Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on the ventricular channel. The patient was asymptomatic and pacing inhibition was also noted. The device sensitivity setting was decreased. Changing the noise reversion mode was recommended. No further information is available.